Manufacturer narrative:
Additional information was received that the patient's fall occurred six months after the paddle lead was implanted. The physician assessed that the fall was not device related. The patient is currently well and the prognosis is a full recovery.

Event description:
A report was received that the patient's knees gave way and the patient experienced a fall due to their pain. The patient hit their head in the fall and is in an induced coma at the hospital. It is unknown if the fall was device related.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial # (B)(4) description: precision spectra ipg kit.

Event description:
A report was received that the patient's knees gave way and the patient experienced a fall due to their pain. The patient hit their head in the fall and is in an induced coma at the hospital. It is unknown if the fall was device related.